Event description:
Clinical report states the patient had patellar grind syndrome, but has has no interventions.the complaint has been reopened because it was reported that the patient underwent arthroscopy on (B)(6) 2013 to address patellar grind syndrome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. The investigation could not draw any conclusions about the reported event based on the newly supplied information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.